Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. During the procedure, it was noted that the right atrial (ra) lead was implanted and explanted on the same day due to an unknown reason. A new ra lead was implanted. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event was ¿ra lead implant/explant same day.¿ as received, a complete lead was returned. Visual and x-ray examinations of the lead found no anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.